Event description:
A report was received that the patient was experiencing discomfort at the ipg site. It was believed that the ipg had moved again (MFR report #: 3006630150-2014-02997). The patient underwent a revision where the ipg was relocated. No device malfunction was suspected. The patient was reportedly doing well postoperatively.